Event description:
The customer alleged the audio alarm to be inoperative. The nellcor puritan-bennett customer support engineer inspected the device and found liquid in the alarm. The customer support engineer verified the audio alarm to be inoperative and replaced the alarm. The unit passed extended self testing. The customer reported no pt involvement. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.